Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation summary: the light emitting diode - liquid crystal display (led lcd) display panel was returned to medtronic for failure investigation. A visual inspection of the returned board shows no anomalies. It is not possible to further investigate this lcd display panel as the current 840 ventilator test ventilators have a new graphical user interface (gui) flex cable. The new gui flex cables are incompatible with the returned lcd display panel. The investigation was not performed as the returned component is now obsolete, thus no root cause can be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had an erratic display, bottom screen distorted. The ventilator was not on a patient at the time of the event. The service engineer inspected the device and replaced the bottom light emitting diode-liquid crystal display (led lcd) panel to correct the issue. The unit passed all testing and operates within the manufacturing specifications.